Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. The customer stated that the issue had resolved and the problem was due to a building power failure. Fse advised the customer on how to add an operator to system in the user manager. No further action was required by field service. The analyzer was installed at the site on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual safety precautions & chapter 3- system installation- were reviewed. Connect analyzer to suitable power source: be sure to connect the aia-2000 to a power source with a sufficiently high power rating that is free of voltage fluctuations. Power sources that have an insufficient power rating or significant fluctuations in voltage pose a potential fire hazard. The 3.3 power supply: connect the aia-2000 to a grounded power supply socket. Use an independent power socket and never share power outlets with equipment that consumes large amounts of power. The aia-2000 power supply requirements are listed below. Voltage: ac 100-240 v. Frequency: 50/60 hz. Max. Power: 1 kva for main unit and controller pc (excluding printer). The most probable cause of the reported event was due to failure of the external power source.

Event description:
It was reported that the customer's aia-2000 analyzer and ups would not power on. The customer plugged the analyzer into a different wall outlet; however, the issue persisted. The analyzer was down. The customer was unable to run parathyroid hormone (pth). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.